Event description:
Additional information was received and it was reported that the patient was seen by the physician after the MRI and the physician did not believe there was an issue with the pump. He did not feel that the location around the pump was any warmer than the patient¿s normal body temperature. The pump was delivering fentanyl (215 mcg/ml at 108 mcg/day). The patient was doing fine and had not reported any other problems.

Event description:
It was reported that during an MRI scan, the patient felt a pump vibration sensation and warmth at the pump implant site. The physician did not feel the pump site was warm at the time of the appointment following the MRI. The reporter did not know the reason for the MRI. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).